Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024 to (B)(6) 2024 of a bg value that displayed as 'low' on the continuous glucose monitor (cgm) and 52 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.